Event description:
Related manufacturing ref: 2184149-2022-00104, 2184149-2022-00105. During an atrioventricular nodal reentrant case, the user switched from cryo to rf and received a 999-impedance error on the generator. Patch placement was confirmed and replaced with good communication between the generator and amplifier. The cables were inspected, reseated, rebooted the amplifier, generator, tactisys and the dws which did not resolve the issue. The catheter was replaced with one from a different lot and attempted a second se port, but the issue remained. The case continued by switching back to cryo with no patient harm.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Evaluation of the logs revealed an ¿lag processing 1 notifications for cycle¿ which confirms the reported symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the investigation and information provided to abbott, this symptom was not able to be duplicated, however, the root cause is attributed to software design.